Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and (B)(6) 2009 and mesh were respectively implanted. It was also reported that the patient had pelvicol implanted on (B)(6) 2002 as well. It is further reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.